Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "patient¿s concern with the product, pain, tingling down their arms and their lymph nodes are swollen. " further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain, tingling down their arms and lymphadenopathy on right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identified a crease smooth on anterior side. Based on the device analysis, the final assessment is a crease smooth on anterior side due to fold flaw opening.

Event description:
Device has been explanted.